Manufacturer narrative:
Since the device remained implanted, the previous customer report became the final one. In case of device's return, it will be expertised and a new report will be prepared. As reminder, please refer to the enclosed the customer report.

Event description:
Reportedly, the remote transmission from a patient implanted with a borea dr pacemaker was not successful. In addition, the patient complained of palpitations and asked if this could be related to the telestation failure. Upon querying, it was noticed that the radio connection was not established. The screen displayed the message "implant in standby mode - query has been halted. Would you like to re-initialize the implant (expected duration 3-6 min)." After re-initialization, the pacemaker was programmed back to the initial programming (safe-r). Update of 25th april 2024: the device switched again in standby mode explaining why the remote transmission cannot occur. The physician asks the reason of this second occurrence and whether the device needs to be explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The preliminary analysis led to the following observations: - the device has switched in standby mode twice: on the first time on (B)(6) 2024; on the second time on (B)(6) 2024. - this standby mode switch is due to data corruption. As of today, the exact root cause is not determined. - during the standby mode period, the remote monitoring is no more available with this pacemaker. - even if the device is correctly re-initialized, a return to a normal software functioning cannot be guaranteed. In addition, a new occurrence of a standby mode switch is quite likely. - since the patient is not pacemaker-dependent and the device has been correctly re-initialized, it is not recommended to replace the device quickly. Indeed, in case the subject pacemaker switches again in standby mode switch, a device replacement should be considered by the physician. For more details, please refer to the attached intermediate report.

Event description:
Reportedly, the remote transmission from a patient implanted with a borea dr pacemaker was not successful. In addition, the patient complained of palpitations and asked if this could be related to the telestation failure. Upon querying, it was noticed that the radio connection was not established. The screen displayed the message "implant in standby mode - query has been halted. Would you like to re-initialize the implant (expected duration 3-6 min)." After re-initialization, the pacemaker was programmed back to the initial programming (safe-r).